Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2: type of follow up - additional information/ device evaluation. H3: device evaluated by mfg - additional information. H6: additional information. H11: additional information.

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An exterior visual inspection was performed passed. Receiver charge was performed and passed. Functional test was performed and failed. Audio test; serial number verification was performed and failed. Alarm/alert manual test was performed and failed. Speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and failed. The performance data was reviewed finding assembly error related to the complaint. The allegation was confirmed as no audio output. The probable cause was determined to be assembly error via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.